Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Date of this report: 09/17/2014. Concomitant devices: two 6mm angioguard, product # 601814rmc, and brite tip sheath, product # 401790m. Complaint conclusion: during a carotid stenting procedure, an avanti sheath introducer and an angioguard embolic protection system kinked while the angioguard was being advanced through the sheath. Difficulty was then experienced while removing these devices. The sheath was exchanged for another avanti sheath introducer and this sheath kinked during its¿ insertion. A second angioguard embolic protection system also kinked. This device was then exchanged and the procedure completed with a third angioguard embolic protection system with no reported patient injury. During a planned carotid stenting procedure, a 6f 90cm avanti sheath introducer was inserted into the patient¿s vasculature without difficulty. While advancing a 6mm medium support angioguard rx embolic protection system through the aortic arch and into the common carotid artery, both the sheath and the wire tip of the angioguard device became kinked. Both devices were successfully removed with some difficulty. The access site was described as uncalcified and not tortuous. The sheath was exchanged for a 7f 90cm avanti sheath introducer with no reported difficulty. While advancing a second 6mm medium support angioguard rx embolic protection system through the aortic arch and into the common carotid artery, both the sheath and the wire tip of the angioguard device again became kinked. The angioguard device was removed without difficulty. The procedure was then successfully completed with the same 7f sheath and a third angioguard embolic protection system with the use of a guide catheter within the sheath to stabilize the device. There was no reported patient injury. The device was not returned for analysis. A DHR review could not be conducted as a lot number was not provided. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review or a returned product, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by the affiliate, the brite tip sheath kinked during a carotid stent case and kinked the wire tip of the angioguard. First a 6f long brite tip sheath was used and kinked while advancing the angioguard. The angioguard became kinked at the wire tip and not usable. During removal of the sheath and angioguard, it was reported there was some difficulty. A 7f brite tip sheath was exchanged and kinked during insertion. During advancement of the angioguard, a kink on the wire tip occurred again. The case was completed using a different angioguard and the use of a guide inside the sheath. There was no patient injury. For a carotid stenting case, a 6f brite tip sheath and 6mm angioguard device was opened. The access site was not calcified or tortuous. During insertion of the 6f brite tip sheath, no difficulty was experienced. However, it was noted that the sheath was kinked during tracking of the angioguard through the aortic arch into the common carotid. It was also noted that the angioguard wire tip was kinked as well. Both devices were removed with some difficulty. The same access site was used when the 7f brite tip sheath was inserted. There was no difficulty experienced as the sheath was inserted. As the angioguard was inserted around the arch and into the common carotid, the sheath kinked. The angioguard was also noted to being kinked as well. The angioguard was removed and another angioguard was used to complete the procedure. The same sheath was used, but a guide catheter used inserted to stabilize it. There was no patient injury.